Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during basal and bolus deliveries. The customer's blood glucose (bg) levels ranged between the 200's mg/dl and 300's mg/dl. Manual injections were administered to address the bg levels. The customer switched infusion set types in an attempt to resolve the occlusion alarms and the occlusion alarms continued leading the customer to revert to manual injections for insulin therapy. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.